Manufacturer narrative:
No unexpected button error alarms noted. No button response on the act button due to corroded keypad traces noted. Unable to perform displacement test due to unresponsive keypad. Minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer's spouse reported that the insulin pump kept alarming button error. The customer was unable to clear the alarm. He could not get the insulin pump to work and had to use a pen. The customer's blood glucose level was around 140 mg/dl and 160 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.